Event description:
A report was received that the patients superficial lead was exposed. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.